Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which revealed that the coupling tool side was defective. Thus, the attachment was loose and the engine output was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the device worn due to normal wear and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that as the clinician tried to attach the drill device, the coupling of air reamer/drill device suddenly fell apart. The reporter indicated that the event occurred at safe distance from the operating table. There were no delays to the surgical procedure as a spare device was available for use. It was not reported if there were any injuries or medical intervention. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.